Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump load process used 35 units versus the usual 12 units; cause was not known. Customer was able to complete the load process and insulin delivery was resumed. Customer's blood glucose was 250 mg/dl.